Event description:
It was reported the patient experienced stimulation in the wrong location as well as pain at surgical site. The patient experienced new pain of back spasms. X-rays showed the "scs" terminating at t9-10. A CT scan noted lateral migration of the lead - terminating at t9-10. Reprogramming as "within normal limits". The hcp reported the cause of the event was na anatomical variation versus patient dislodge of the device. The hcp reported that the original crps pain of the bilateral lower extremities had resolved, therefore a revision was not required at that time.

Manufacturer narrative:
.